Manufacturer narrative:
(B)(4): added statement. Report received of error code which rendered the ventilator inoperable.

Event description:
Report received of error code which rendered the ventilator inoperable.

Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device and was unable to duplicate the reported error code. The device passed all testing.

Event description:
It was reported that a ventilator displayed an error code. There was no report of patient involvement.